Event description:
It was reported that the patient underwent a spinal procedure for l1 burst fracture at t12-s1 using posterior fixation. It was noticed that one of the variable t-bolts came off from the pedicle screw at t12 post op. The revision surgery to re-insert the device was performed approximately a months post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspect devices in use are catalog #g8292035, lot # w08c3127, w08c3543, and w08c3544; catalog #g8292036, lot # w08b2972 and w08d5027. Device history record for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, the part g8292035 and g8292036 are not approved for use in the united states; however, the like devices catalog # 8292035 and 8292036.